Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wall adapter and charging cable would not charge the pump. No reported adverse to the customer's blood glucose. A new wall adapter and charging cable was sent to the customer.

Manufacturer narrative:
The device (power adapter) is not marketed in the united states by the manufacturer and is not same/similar to a device marketed in the united states by the manufacturer. Disregard the mention of the power adapter.